Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had no capture, even at maximum output. The lead was partially explanted, capped, and will be replaced with an epicardial lead in the future. No patient complications have been reported as a result of this event.